Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up via merlin.net with high ventricular rate episodes on stored electrocardiograms. Right ventricular lead noise resulting in over-sensing was the suspected cause of the episodes. Programming interventions were made, but had not resolved the issue. The patient was asymptomatic and not pacing dependent. No further interventions were made.